Manufacturer narrative:
Corrected information has been provided in d1 (brand name / device identifier / UDI) following identification of product changed. H6 added/updated health effect - impact code.

Event description:
On (B)(6) 2025, a 69-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. Later on, the same day, bleeding was observed around the repositioning sheath. The patient¿s activated clotting time was checked and found to be greater than 180 seconds. The bleeding at the sheath site was managed by placement of a mattress suture.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.